Event description:
It was reported the patient experienced new pain and discomfort at the stimulator site. The stimulator was "sticking out". The patient had revision surgery in 2008. The stimulator was placed deeper under the skin. The stimulator was placed deeper due to site discomfort only. There were no problems with the device or pain coverage with the stimulation. The patient outcome was reported as "no injury".